Event description:
It was reported that clinician and/or any patients have encountered obstruction. Clinician experienced: the midline was obstructed after a few days despite proper use. Urokinase protocol, obligation to remove it.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.